Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown. Customer stated that insulin pump had less days lasting days, reject new batteries, insulin pump had cracks, rewind slower, customer heard unusual grinding noise. Insulin pump will not be returned for analysis.